Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump date was incorrect, cause was unknown. Additionally, it was reported that an unexpected reset occurred. There was no reported impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.